Event description:
(B)(4). The provider states the shipping carton was intact, but states the drive wheel spokes were cracked. He states there was no consumer involvement and this was an out of box failure from order number 442023442 7857hf.